Event description:
During index procedure, one complete se stent was implanted to the left distal sfa and one complete se stent was implanted to the left mid sfa. Approx 8 months post index procedure, instent stenosis of the left distal and left mid sfa was reported. The pt was hospitalized and vascular intervention was performed (clinically drive tlr/tvr). Pt recovered with treatment. Investigator reported a definite relationship to the study stent. Reference MFR report numbers 961264-2011-00430.

Manufacturer narrative:
(B)(4). Eval, results: (restenosis of stented segment). (Root cause of restenosis unk).

Event description:
Additional information received through cec. The patient underwent the index procedure for treatment of one lesion. Pre- procedure balloon angioplasty was performed. It is reported that the lesion in the left distal sfa was occluded and a grade d dissection was noted following predilatation. One complete self expanding superficial femoral artery (sfa) stent were delivered in the left distal sfa. The site reported that there was "stent dislocation within application to distal" and a second stent was placed proximal to and overlapping the first stent to cover the target lesion. The patient was discharged on asa and clopidogrel. During the 30-day follow-up visit, the patient had moderate claudication. During the 6-month follow-up visit patient had mild claudication and the patient underwent a non-target vessel revascularization of the right calf. During the revascularization carried out approximately 8 months post index procedure, the patient underwent successful balloon angioplasty of the left sfa.